Event description:
It was reported to gore that a pt underwent an ostomy reversal with gore bio-a tissue reinforcement. The pt developed a seroma which continued for three months and the device had to be removed six months post-operative. Add'l event specific info is unavailable.

Manufacturer narrative:
Blank fields presented on this form include required fields and fields determined to be not applicable. Attempts to acquire info required for this form were made by gore.